Manufacturer narrative:
The device was not returned for evaluation. One photograph and one video were provided showing a hole in the port base and leakage from that hole. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured, assembled, and inspected according to specification with no non-conformances or abnormalities. The manufacture process includes a 100% leak test performed as the last step in the manufacture process. This test would have detected any holes, ruptures, tears and/or small pin holes that could cause a leak if it had existed at the time of manufacture. The device was implanted for more than 6 months and functioned as intended with no issues reported. A possible cause for this type of failure is the use of a non-approved needle to access the port, such as a trocar needle. The round cannula that would be left in the port strongly resembles the size and shape of the picture of the hole in the port. Repeatedly puncturing the port in the same location, and leaving the port accessed may damage the base of the port leading to the formation of a hole. Excessive force may have been used when accessing the port. The health professional inserting the needle into the port may have misjudged the depth of the port and the amount of force necessary to access the port, thus causing the needle to go through the port base. Without an evaluation of the actual device involved a definitive root cause could not be determined but is unlikely to be manufacturing related. Product validation determined the average force required to pierce the port base floor with 19- and 22-gauge huber style needles. For the 19 gauge needle the average force was 15.91 lbs with a minimum force of 14 lbs. For the 22 gauge needles the needles bent at an average force of 4.62 lbs and did not penetrate the base floor. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation has been initiated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When the port was accessed and flushed it was noted to leak blood and IV fluids from the access site. The tissue around the port also noted to swell with fluids flushed. The port was removed and inspected. A round hole was noted on the back side of the port located right between the letters "c" and "t".